Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual examination of the returned product identified a fractured femoral cr impactor pad consistent with the reported event the device exhibits signs of use (gouges, impact marks). Not all pieces were returned. Dimensional verification results were within specification, and the item/lot combination was visually verified. Device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures analyzed in a zrm, which indicates overload failure or low cycle fatigue culminating in the overload failure. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor tip was broken after final femur implant was seated. There was no consequences or impact to the patient.